Event description:
It was reported by the customer that the device's tip cracked after being dropped by the customer. The tip cracking off can cause an infection risk. There was no know patient impact or delay to the procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the customer that the device's tip cracked after being dropped by the customer. The tip cracking off can cause an infection risk. There was no know patient impact or delay to the procedure.